Manufacturer narrative:
The complaint could not be confirmed. No product samples, or videos were received for investigation. However, images were provided by the customer showing the tubing separation and the label. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non-conformities were found that would led to the reported complaint.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount) where the customer reported that the device had a "broken art line kit". The patient was found bleeding profusely on his arm. No intervention was reported. No other information available at this time.